Event description:
A surgical technician reported that the cassette did not build vacuum during the procedure. The product was replaced and procedure was completed with no harm to the pt.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. This is the fourth complaint for the finish goods lot; however, the third for this issue. The order was built and released per specification. The customer did not retain is sample for this complaint report; functional testing could not be conducted. (B)(4)